Event description:
The following information was provided: it was reported that the patient's left hip was revised due to stem loosening. The stem, head and liner were revised to a restoration modular stem construct, head and liner. Rep confirmed that there were no allegations against the revised head and liner.